Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead helix was unable to be extended or retracted. The physician was unable to advance the stylet. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were unable to insert stylet into the lead and helix mechanism issues. As received, a complete lead without a stylet was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issues was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issues was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. The reported event of unable to insert stylet into the lead was confirmed. The cause of unable to insert stylet was due to overtorqued inner coil inside the connector region consistent with procedural damage.